Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the lead contact was not working. The patient stated they went to the health care professionals (hcp) office on (B)(6) but the manufacturing representative was not available. They rescheduled for (B)(6) and the patient was told that they had a dead diode. The device was programmed around the dead diode. No patient symptoms were reported. No relevant medical history was reported.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension.